Manufacturer narrative:
The device was returned to cardinal health for evaluation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the black handle. The advancer tube was observed engaged to the proximal tamp lock as received. The sealant and procedural sheath were not returned with the device. The shuttle and advancer tube movement were checked and no resistance was felt. The catheter, shuttle cartridge, procedural sheath and advancer tube were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. The review of the lot history (f1622902) indicated that there was an inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and without the return of the whole device, the reported event could not be confirmed and the root cause could not be conclusively determined. However, high tension applied to the balloon catheter during the shuttle advancement step can result in a tight seal at the tip of the sheath and cause blood to get trapped inside. Blood trapped inside of the sheath may cause the sealant to swell prematurely inside the cartridge and adhere to the catheter shaft. As the shuttle is advanced, part of the sealant could be pushed inside of the advancer tube and fill the clearance between the inner advancer tube-pusher tip and the outer catheter shaft, resulting in inability to tamp. Should additional relevant information become available, a supplemental report may be filed.

Event description:
It was reported that the tamp tube (advancer tube) of a mynxgrip 6f/7f vascular closure device did not advance to the green line because the device became completely jammed. The device was being used for arterial closure following a diagnostic procedure. Prior to the jam, the entire sequence of deployment was going well. The stopcock was opened prior to shuttling down. The user shuttled down completely with no significant resistance or force applied. When the user attempted to retract the shuttle back into the handle, the device completely jammed. Unusual force was not applied when retracting the sheath. The balloon was deflated and user converted to manual compression for 30 minutes or less to achieve hemostasis. There were no kinks in the sheath or device after removal. The patient was not hospitalized and/or hospitalization was not extended as a result of this event. Additional information was requested, but is not available at this time.